Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2024-41689 is a concomitant. Please refer to manufacturer report number 2016493-2024-41693, which captured the correct suspect device per investigation report.

Event description:
It was reported that during patient, the device alarmed with communication errors. While transporting the patient from CT back to the patient's room, the four connected pump modules alarmed with communication errors. The pc unit displayed a boot page and alarmed while the power indicator flashed red. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during patient, the device alarmed with communication errors. While transporting the patient from CT back to the patient's room, the four connected pump modules alarmed with communication errors. The pc unit displayed a boot page and alarmed while the power indicator flashed red. There was patient involvement but no harm.